Event description:
It is reported that the articular surface would not properly lock into the baseplate. A second articular surface was inserted with no issue.

Manufacturer narrative:
This report will be amended when our investigation is complete.